Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the headgear strap of an rt047 non-vented hospital full face mask broke after 2 weeks of use. The reported event occurred during patient use. No patient consequences was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt047 non-vented hospital full face mask was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where the unit was visually inspected. Results: the visual inspection revealed that the part of the headgear was broken and found apart at the back of the interface. Conclusion: the customer stated that the complaint rt047 mask was used for 2 weeks before the reported event. With the current information, we were unable to determine the cause of the reported event. All assembled rt047 non-vented hospital full face masks are 100% leak tested, and those that fail are rejected. In addition, a sampling for pull test is conducted. The subject full face mask would have met the required specifications at the time of production. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt047 non-vented hospital full face mask. It also states the following: "ensure adequate patient monitoring is in place." "Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use." "Failure to monitor the patient may result in loss of therapy, serious injury or death." The rt047 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the headgear strap of an rt047 non-vented hospital full face mask broke after 2 weeks of use. The reported event occurred during patient use. No patient consequences was reported.